Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for an emergency c-section. The customer was hospitalized before for diabetic ketoacidosis and anemia on (B)(6) 2015. The customer's most recent blood glucose level was 124 mg/dl. The customer had issues removing the battery cap off their device but declined troubleshooting the issue at the time of the call.